Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the air in the device. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. While inserting the clip delivery system (cds), air was observed in the clip introducer (ci) and passed the valve of the ci. Aspiration was performed, but the incoming air could not be stopped. The cds was removed and replaced. Two clips were implanted, reducing the mr to 1. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip delivery system (cds) was returned and investigated. The reported cds leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported leak appears to be related to the observed tear in the silicone valve inside the clip introducer. There is no indication of a product quality issue with respect to manufacture, design or labeling.